Event description:
It was reported that the patient presented to clinic with episodes of non-sustained lead noise. Review of the data showed intermittent noise. The noise was not reproducible in-clinic. Programming changes were made but further noise was observed. Further investigations are planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.